Event description:
It was reported, that the subject device experienced black screen, displayed an e104 error. And had other image abnormalities. The issue was found, during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields:d8,h3,h4, h6, h11 the device was returned to olympus for inspection and one of the reported failures was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: electrical contact in the video connector was dent. Component failure of electrical contact in the video connector and component failure of universal cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to component failure of the universal cable image turned black. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.